Event description:
Event description guidant received information that shortly after the implant procedure, review of electrograms revealed that random noise deflections were being sensed with the ventricular lead. Additionally, the morphology of the r-wave had decreased from 5.5 mv at implant to 2.0 to 5.0 mv. Threshold and impedance measurements on the lead were within normal limits. Guidant technical services recommended fluoroscopy to evaluate the lead position and assess whether the helix was fully extended. Later, information was received that an additional invasive procedure was performed and the lead was successfully repositioned.